Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and medical device discomfort ("discomfort"). The patient was treated with surgery (got tubes cut). Essure was removed. At the time of the report, the pelvic pain and medical device discomfort outcome was unknown. The reporter considered medical device discomfort and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain every month') and dysmenorrhoea ('dysmenorrhoea every month') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug hypersensitivity and asthma. Previously administered products included for asthma: salbutamol. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and medical device discomfort ("discomfort"). The patient was treated with leuprorelin acetate (prostap), morphine and surgery (laparotomy removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea and medical device discomfort outcome was unknown. The reporter considered dysmenorrhoea, medical device discomfort and pelvic pain to be related to essure. The reporter commented: she could not live a normal family life or even take care of her daughter because of the agony that the device put her through. Recovery uneventful, sats were lower than would be expected. Chest physio assessed, inhalers recommenced and sats improved. Her wound is healing apart from a very little area which is slightly weepy but there is no evidence of infection. Most recent follow-up information incorporated above includes: on 5-feb-2020: essure device removal questionnaire partially completed: patient¿s date of birth, event ¿dysmenorrhoea¿, treatment drug, medical history, historical drug, essure insertion and removal date, reporter (hcp) were added. The event ¿pain¿ was updated to ¿pain every month¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain every month') and dysmenorrhoea ('dysmenorrhoea every month') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug hypersensitivity and asthma. Previously administered products included for asthma: salbutamol. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and medical device discomfort ("discomfort"). The patient was treated with leuprorelin acetate (prostap), morphine and surgery (laparotomy removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea and medical device discomfort outcome was unknown. The reporter considered dysmenorrhoea, medical device discomfort and pelvic pain to be related to essure. The reporter commented: she could not live a normal family life or even take care of her daughter because of the agony that the device put her through. Recovery uneventful, sats were lower than would be expected. Chest physio assessed, inhalers recommenced and sats improved. Her wound is healing apart from a very little area which is slightly weepy but there is no evidence of infection. Most recent follow-up information incorporated above includes: on 5-feb-2020: essure device removal questionnaire partially completed: patient¿s date of birth, event ¿dysmenorrhoea¿, treatment drug, medical history, historical drug, essure insertion and removal date, reporter (hcp) were added. The event ¿pain¿ was updated to ¿pain every month¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed), and describes the occurrence of pelvic pain ('pain every month') and dysmenorrhoea ('dysmenorrhoea every month'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: drug hypersensitivity and asthma. Previously administered products included: for asthma: salbutamol. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and medical device discomfort ("discomfort"). The patient was treated with leuprorelin acetate (prostap), morphine and surgery (laparotomy removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea and medical device discomfort outcome was unknown. The reporter considered dysmenorrhoea, medical device discomfort and pelvic pain to be related to essure. The reporter commented: she could not live a normal family life or even take care of her daughter, because of the agony that the device put her through. Recovery uneventful, sats were lower than would be expected. Chest physio assessed, inhalers recommenced, and sats improved. Her wound is healing apart from a very little area, which is slightly weepy, but there is no evidence of infection. Most recent follow-up information incorporated above includes: on (B)(6) 2020, essure device removal questionnaire partially completed: patient¿s date of birth. Event: ¿dysmenorrhoea¿, treatment drug, medical history, historical drug, essure insertion and removal date, reporter (hcp) were added. The event: ¿pain¿ was updated to ¿pain every month¿. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain every month') and dysmenorrhoea ('dysmenorrhoea every month') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to drug and asthma. Previously administered products included for asthma: salbutamol. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and medical device discomfort ("discomfort"). The patient was treated with leuprorelin acetate (prostap), morphine and surgery (laparotomy removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea and medical device discomfort outcome was unknown. The reporter considered dysmenorrhoea, medical device discomfort and pelvic pain to be related to essure. The reporter commented: she could not live a normal family life or even take care of her daughter because of the agony that the device put her through. Recovery uneventful, sats were lower than would be expected. Chest physio assessed, inhalers recommenced and sats improved. Her wound is healing apart from a very little area which is slightly weepy but there is no evidence of infection. She also informed that, once the device was removed she had no more problems. And considered that the device was the cause of all her suffering. Most recent follow-up information incorporated above includes: on 2-nov-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain every month') and dysmenorrhoea ('dysmenorrhoea every month') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to drug and asthma. Previously administered products included for asthma: salbutamol. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and medical device discomfort ("discomfort"). The patient was treated with leuprorelin acetate (prostap), morphine and surgery (laparotomy removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea and medical device discomfort outcome was unknown. The reporter considered dysmenorrhoea, medical device discomfort and pelvic pain to be related to essure. The reporter commented: she could not live a normal family life or even take care of her daughter because of the agony that the device put her through. Recovery uneventful, sats were lower than would be expected. Chest physio assessed, inhalers recommenced and sats improved. Her wound is healing apart from a very little area which is slightly weepy but there is no evidence of infection. She also informed that, once the device was removed she had no more problems. And considered that the device was the cause of all her suffering. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain every month') and dysmenorrhoea ('dysmenorrhoea every month') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to drug and asthma. Previously administered products included for asthma: salbutamol. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and medical device discomfort ("discomfort"). The patient was treated with leuprorelin acetate (prostap), morphine and surgery (laparotomy removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea and medical device discomfort outcome was unknown. The reporter considered dysmenorrhoea, medical device discomfort and pelvic pain to be related to essure. The reporter commented: she could not live a normal family life or even take care of her daughter because of the agony that the device put her through. Recovery uneventful, sats were lower than would be expected. Chest physio assessed, inhalers recommenced and sats improved. Her wound is healing apart from a very little area which is slightly weepy but there is no evidence of infection. She also informed that, once the device was removed she had no more problems. And considered that the device was the cause of all her suffering. Most recent follow-up information incorporated above includes: on 2-nov-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.